Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo did not show stopper pop off. Evaluation of the DHR did not indicate any issues relating to the reported defect. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 102 i.u. Plus blood collection tubes, stopper pop off was seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.